Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had reverse set load during therapy in the post operation recovery care area. Customer stated that the night nurse had hung medication prior to shift change, approximately between 0600-0700. The device had been beeping off and on and at 0800 am the device was beeping occlusion. Nss 1000cc liter was primed as a primary, nitroglycerin was primed as a secondary , but programmed as a primary. The tubing was loaded backwards from the bottom up with blue slide clamp close to the patient near IV access located at the right ac. The patient with coronary artery disease, whom had experienced no adverse reaction, instructed the nurse on loading, unloading , and programming pump. Nurse had received an order to d/c nitro drip, patient was to be started on nitroglycerin patch. The manager stated that the reason they had placed nitro as a secondary, but programmed as a primary, was because no duovent primary tubing was not available on go live. This particular unit is an interventional suites, post op recovery, observation unit for cardiac diagnosis. It was also reported there was no patient injury and that there was no pump malfunction only user error. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.